Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a stain or spot on the front of the screen. The customer was able to read the screen but the spot was getting bigger. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.